Event description:
It was reported that the insulin pump has a low battery life. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace. It was unable to perform the displacement test or test for low battery alert due to unresponsive button. Device had battery tube threads cracked, minor scratched lcd window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.